Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the right side. Device has been explanted.

Event description:
Healthcare professional reported "extra capsular silicone suspected posteriorly", "silicone signal identified in some of the level 1 and level 2 axillary lymph nodes as well as an internal mammary lymph nodes on the right". The event "trace of dependent pleural fluid noted on the right" is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.3, d.6b, h.6.